Manufacturer narrative:
Refer to the following field for corrected information: d4 (model number and catalog number). Refer to the following fields for updated information: g3, g6, h2, and h10. The d4 model number and catalog number has been updated to provide corrected information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the root causes of the patient¿s intra-operative complication and the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. The system logs reveal that two green and seven blue stapler 45 reloads were fired. The system logs also indicate that a partial fire on the 4th fire occurred with the second blue stapler 45 reload installed. The site had returned 13 blue stapler 45 reloads (41645b-05) for failure analysis. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. Isi confirmed that none of these blue stapler 45 reloads returned by the site were used during this procedure. Failure analysis for 3 of the 13 returned blue stapler 45 reloads are as follows: reload #1: upon visual inspection, the returned reload appeared to be unused. The reload was installed in a si stapler 45 and placed on the in-house system. A ¿used reload installed. Install new reload¿ error appeared. The reload was opened for inspection and found no damage to the cartridge. No damage to the lead screw or the knife was observed and no pushers were found missing. Reload #2: the reload was found to have a firing failure. The reload was found to have the knife exposed within the knife track. The reload fired approximately 3/4 of the staples before the blade became exposed. The exposed blade was not damaged. The lead screw was found to have no damage. The reload blade was found to have no damage. The reload was found to have cartridge damage. Reload #3: the reload was returned partially fired and had a knife exposed within the knife track. A review of the logs were not available. The reload was opened for inspection and found cartridge damage, likely caused by the lead screw during the misfire. There was no blade damage and no lead screw damage caused by the shuttle. Additional information: upon inspection, the lead screw was damaged in-house upon removal from the cartridge. Failure analysis for 6 of the 13 blue stapler 45 are as follows: upon visual inspection, the reload appeared to be returned used and fired without any issues. No cartridge damage was observed and no pushers were found missing. The reload was opened for inspection. No damage to the lead screw or the knife was observed. Failure analysis for 4 of the 13 stapler 45 blue reloads are as follows: these 4 stapler 45 blue reloads were returned in their original packaging: failure analysis investigations confirmed there was no trouble found. The reload was placed on an in-house stapler and was fired on a test sheet. No issues were found. A clean line was cut and all staples formed. Intuitive has received the stapler 45 instrument pn: 410298-12/t10181024 0251 that was used on this date of event. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have firing failures based on log review. Review of the system logs found that an error code "32075" was generated during a fire. An error code 32075 is generated when the system detects that ¿the motor pack, instrument or cartridge may be mechanically jammed". The instrument was installed and tested on an in-house system. The instrument passed an initialization test. The instrument clamped and fired successfully.¿ this complaint is being classified as a reportable event due to the following conclusion: it was reported that after completion of a da vinci-assisted sleeve gastrectomy surgical procedure, the patient returned to the hospital due to a post-operative staple line leak. As a result, on an unspecified date, the patient underwent a second procedure to repair the leak. However, at this time, the root cause of the staple line leak is unknown.

Event description:
It was reported that after completion of a da vinci-assisted sleeve gastrectomy surgical procedure, the patient returned to the hospital due to a post-operative staple line leak. However, it was initially reported that during the procedure a stapler 45 instrument had allegedly misfired with no patient injury. On (B)(4) 2019, intuitive surgical inc. (Isi) contacted the isi clinical sales representative (csr) to obtain additional information regarding the reported event: the csr stated that the patient had the initial procedure on (B)(6) 2019, and was back in the ER on (B)(6) 2019 due to an alleged staple line leak. The csr stated there was a second procedure done to repair the leak; however, she could not provide any additional information regarding the second procedure. Isi contacted the surgeon to discuss the event. The surgeon had reportedly stated that the leak was not on the staple line where the partial fire occurred in the initial procedure.